Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged. The patient was asymptomatic to the event. During the lead revision procedure, the lead could not be repositioned as the helix would no longer deploy. The lead was explanted and replaced. The patients condition was stable throughout the procedure.